Event description:
The customer reported the system shut down during boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the tube type in the system configuration files. The system operates as intended.